Event description:
Intra-aortic balloon catheter inserted. Pump turned on and set. Began to alarm "purge failure" - new pump obtained. Initial diagnostics show catheter was not adequately connected to pump. User error. No adverse effect to pt.